Manufacturer narrative:
(B)(4). The cause of the reported issue could not be determined.

Manufacturer narrative:
The third party service agent has evaluated the device and verified the reported failure. The customer has advised the third party service agent that they have decided not to repair the device due to the costs associated. The device has not been returned to physio-control for evaluation.

Event description:
The customer reported that the power switch on their device was intermittent and sometimes the device could not power on. This issue was discovered during standard device testing and there was no patient use associated.